Event description:
It was reported that patient presented to the emergency room. Upon interrogating the pulse generator, it was noted that the patient's right atrial lead exhibited low pacing impedance measurements. No intervention was performed. The patient was in stable condition.